Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery (rca) with 80% stenosis and moderate calcification. Pre dilatation was performed using a 2.5x8mm balloon at 10 atmospheres (atms). The 2.5x12mm xience alpine stent delivery system (sds) was implanted and upon removal, check shot revealed that there was a dissection at the distal end. A 2.5x8mm stent was used to treat the dissection. Results are very good with timi iii flow without any residual stenosis. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.